Manufacturer narrative:
UDI: (B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a pacemaker replacement procedure it was not possible to insert the implanted v-lead into the connector port of the subject pacemaker, despite several attempts. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during a pacemaker replacement procedure it was not possible to insert the implanted v-lead into the connector port of the subject pacemaker, despite several attempts. Another pacemaker was subsequently implanted instead.